Event description:
It was reported that the lead was explanted due to advisory/recall (per required). The lead is no longer in service. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).